Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was cannulated with extracorporeal membrane oxygenation and placed on continuous renal replacement therapy. The patient was admitted with severe mitral regurgitation and a low ejection fraction of 15%. It was reported that just after impella was placed and during impella cp support, the patient experienced bleeding and a hematoma in right groin after the patient was anxious and began moving. The nurse held pressure, compressed the hematoma, and heparin was withheld. The patient's leg was placed in a brace to prevent further movement. On (B)(6) 2023 it was noted that heparin was withheld as the patient¿s liver function laboratory results were elevated, and the patient¿s platelet count was low with a result of 40,000 platelets per mcl. On (B)(6) 2023 the patient¿s overall health continued to decline and was in multi system organ failure. The patient appeared jaundiced. On (B)(6) 2023, the patient was stable, however the patient¿s partial thrombin time was supra therapeutic with no coagulation medications given. Two days later, on (B)(6) 2023, the patient's care was withdrawn per family request after an acute decline in condition overnight and the patient expired. Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise.

Manufacturer narrative:
The root cause of the access site bleeding - major is most likely due to the patients movement that was reported at the time of the bleed. The optical signal issue was investigated and deemed to be an automated impella controller (aic) related issue which is noted in (B)(4). This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
Us complainant reported a patient was on impella cp for hemodynamic support. During support it was noted of bleeding and a hematoma on right groin. The nurse held pressure and was compressing hematoma, heparin was held. Additionally, it was noted that there was no anticoagulation due to elevated lft's and platelets. Care was ultimately withdrawn and the patient expired.